Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unknown procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. As a result, the patient underwent explantation and replacement with unspecified mentor breast prostheses on (B)(6) 2018.